Manufacturer narrative:
The ascendra + delivery system is not sold or marketed in the u.s., but is similar to the ascendra 3 delivery system (model 9120as23). The investigation is ongoing as the device will be returned to edwards. The ascendra+ delivery system was returned to edwards for evaluation. During visual inspection, a longitudinal tear was observed along the length of the balloon. Scratches were observed near the longitudinal tear line. No fish eyes or gel sports were observed. Dimensional analysis was taken for the single wall thickness at the distal, middle and proximal sections along the longitudinal tear. The single wall was measured to obtain more accurate measurements. The single wall data points were then used to calculate the double wall thickness compared to the specification. All dimensions passed drawing specifications. The complaint was confirmed for a balloon burst, but the evaluation revealed no indication that a manufacturing non-conformance was the cause of the reported complaint. Similar previous complaints of balloon burst suggest that patient factors (patient annular calcification) may have contributed to the event. Due to the reported ¿large plate of calcium sticking out from the aorta¿ and the scratches observed near the tear line on the balloon, suggest that it is likely that the root cause is related to the rationale outlined in technical summary ¿risk of balloon burst in a calcified aortic annulus¿. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, there was a large calcium shelf which likely caused or contributed to the balloon burst. This is further evidenced by scratches found on the balloon during evaluation. No manufacturing non-conformances were identified in the product evaluation and no labeling or IFU inadequacies have been identified. Complaint history review revealed that the occurrence rate does not exceed established control limits for this failure mode. Therefore, no further corrective or preventive action is required.

Manufacturer narrative:
The ascendra + delivery system is not sold or marketed in the u.s., but is similar to the ascendra 3 delivery system (model 9120as23). The investigation is ongoing as the device will be returned to edwards.

Event description:
As reported from (B)(6) to our european affiliate, during a transaortic tavr procedure, the delivery system balloon burst just before the valve appeared completely expanded. On echo there appeared a small paravalvular leak (pvl). Unfortunately, the valve then embolized into the ventricle. The patient was converted to open heart surgery, median sternotomy and aortic valve replacement. The as+ 23 kit was prepped and appeared normal on inspection. It was a tao procedure and the native valve was predilated with the bav from the kit. Post embolization, the valve was removed and looked normal. There was a large plate of calcium sticking out from the aorta. According to the surgeon, the operation was straight forward. The patient came of bypass easily but then arrested and died. After removal of delivery system, the balloon had on inspection torn the length of it. Per report, it was confirmed that no piece of balloon appeared to be left in patient. The appearance was that of a tear. The large plate of calcium was thought by the surgeon to possibly be contributing factor to balloon burst.